Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced.

Event description:
It was reported that the patient's left knee was revised due to a broken post on a triathlon ps insert. Surgeon reported that the patient's weight was a contributing factor. A 6x11 ps insert was replaced with another 6x11 ps insert. Rep provided pictures and confirmed that no further information will be released by the hospital or surgeon.

Manufacturer narrative:
Reported event: an event regarding crack/fracture involving a triathlon insert was reported. The event was confirmed via evaluation of the provided photographs. Method & results: -product evaluation and results: visual inspection: the reported device was not returned however photographs were provided for review. The photographs show a recently explanted insert with evidence of the post having fractured off the device. Material analysis, functional and dimensional inspections could not be performed as the device was not returned. -clinician review: no medical records were received for review with a clinical consultant. -product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that the patient's left knee was revised due to a broken post on a triathlon ps insert. Surgeon reported that the patient's weight was a contributing factor. A 6x11 ps insert was replaced with another 6x11 ps insert. Rep provided pictures and confirmed that no further information will be released by the hospital or surgeon. The reported device was not returned however photographs were provided for review. The photographs show a recently explanted insert with evidence of the post having fractured off the device. No further investigation for this event is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
No new information.